Manufacturer narrative:
Additional info: h6. The device was not received; therefore, an evaluation on the product could not be performed. The reported event cannot be verified. A most likely cause for the reported event was attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that with the attached handpiece the screen showes that it is not connected. There was no harm for patient, operator or third party. No further information received.